Manufacturer narrative:
Cmpl-(B)(4) - can you check this one? H2 correction h6 health effect - impact code - correction to add code.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - impact code - f1902 amputation. H6 codes: health effect - clinical code - e1707 impaired healing.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the cgm was displaying 47 mg/dl while the bg was 250 mg/l. Based on the cgm value, the patient treated herself by drinking orange juice, which caused her blood sugar to spike to 440 mg/dl. The cgm reading was at that time was not known. Of note, the patient uses a tandem pump. Because her sugar was high, her existing wound on her toe didn't heal and didn't get better. She had been under the care of her doctor due to the sore toe and wound and was already visiting her doctor every week regarding this condition. Since it was not healing, the doctor said that the toe needed to be removed. The patient underwent an emergency surgery (toe amputation) on (B)(6) 2024. The patient was brought to the hospital by her family. She stayed in the hospital for a just day and was sent home that night. She hasn't been able to walk on her foot for a few weeks. The patient cannot recall the specific medications administered during the surgery. The patient was still feeling sick at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.